Manufacturer narrative:
Product complaint # (B)(4). Review for reportability downgrade, from reportable malfunction to not reportable. The pec coding was updated from broken to usage: use error, because the product was reportedly not broken into two pieces, but reported to be worn out. Since this was discovered during use of the instrument, it indicates that the instrument was not evaluated prior to surgery as per IFU guidance to determine if it was up to standards for using in the procedure. Usage : use error is not reportable malfunction though. There was no reported injury or patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial liner has worn on the edges. There were no delays to surgery, nothing was left in the patient and there were no adverse outcomes for the patient.